Manufacturer narrative:
Retainer ring= (black). On (B)(6) 2021 customer called in with concerns of short battery lifetime, only lasting for 7 days. Low/short battery lifetime customer reports low battery alarm or short battery life. No further concerns were recorded. P-cap locked in place properly during testing. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. However, the power management graph indicated high pump usage on the vaa voltage. During download review no evidence found on event date to confirm customer concerns. However, on (B)(6) 2021 at 17:18:00, low battery alert, on (B)(6) 2021 at 09:23:01 low battery alert, on (B)(6) 2021 at 07:19:00 low battery alert, on (B)(6) 2021 at 12:47:01 low battery alert, on (B)(6) 2021 at 07:24:01 low battery alert, on (B)(6) 2021 at 13:11:00, on low battery alert, on (B)(6) 2021 at 11:35:00 low battery alert. These alarms were expected alarms. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Electronic stack, motor assembly, battery connector and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. No physical damage noted during visual inspection. In conclusion. Low batt alerts that the customer received were expected alarms. No battery anomalies noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery alarm. This was not the second occurrence that there was replace battery alert without low battery warning. Customer stated that the insulin pump battery was lasting less than 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.